Event description:
Patient was born and an extensive resuscitation code was done. During the code multiple ns boluses were given. The ns boluses were given in 30ml syringes. The syringes drew up well from the bag spike, but twice would not thread onto the umbilical venous catheter (uvc) to be able to administer them. New syringes were already prepared and it did not significantly delay care or impact the code. The uvc was a umbili-cath 3.5 french dual-lumen catheter. (Lot number was most likely 1213240).